Event description:
Initiated care time in morning, beginning first shift assessment. Noticed wire to lead was not connected to adhesive portion. Wire appeared to be frayed and stuck to patient's skin. Skin below appeared to be burned/bruised with 10mmx10mm purple/red appearance.